Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). Reportedly, the celiac artery and the superior mesenteric artery were bifurcated from the false lumen, therefore, it was planned that the distal side of the ctag/ac would be landed proximal to the celiac artery to save the entry that was located proximal to the celiac artery to preserve blood flow from luminal to the celiac and superior mesenteric artery. However, the angiography imaging after the ctag/ac (tgm282820) was deployed revealed that the device was deployed proximal to the renal artery due to the physician misreading the renal artery as the celiac artery. The entry that located at the above of the celiac artery was unintentionally covered. A balloon catheter was then used to dilate another entry located at the origin of the right renal artery to preserve blood flow from the luminal to the celiac artery and the superior mesenteric artery. The final angiography imaging revealed sufficient blood flow to the celiac and superior mesenteric artery. The patient tolerated the procedure. The physician reported that he misread the renal artery as the celiac artery when he performed contrast at 70° rao.